Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: na as the lens was removed/replaced during the same procedure. Section d6b: na as the lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided. Section e1: (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the non-preloaded monofocal intraocular lens (iol), model zcb00, into the patient¿s right eye, the posterior portion of the injector became clamped, resulting in breakage of the lens haptic. The issue was identified immediately, and the surgeon replaced the iol with a new lens during the same procedure. The surgery was then completed successfully without further complications. No additional information was provided.